Event description:
It was reported that the patient was implanted in (B)(6) 2011 and experienced pain, ratcheting, trouble walking, elevated chromium levels, muscle loss in right hip and back. The patient reportedly underwent two revision surgeries, details of which are currently unconfirmed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated test results, pain and other complications. During the revision the bhr head, femoral stem and sleeve were removed. The bhr cup remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This legal case re-opened due to the receipt of medical documents i.e. Chart stick, primary and revision operative reports. It was reported four years post-implantation of a rbhr this (B)(6)- year old female underwent a revision due to pain and discomfort in the right hip, catching and clicking, elevated metal ions, and difficulty walking. Intraoperative findings: "once the lateral aspect of the femur was exposed, a large amount of brown fluid was encountered and cultured, this was noted to be consistent with a pseudotumor and a very large pseudotumor type capsule. There was also complete destruction of the gluteus medius tendon with attachment on the very anterior aspect of the greater trochanter. The muscle was completely dead and destroyed by the pseudotumor. The posterior aspect, of the femur was completely bald and stripped to the bone. With this loss of muscle, there was no sign of prosthetic impingement. There was significant shuck most likely secondary to the loss of the musculature around the hip. The gluteus medius tendon was also completely destroyed engulfing the capsule. There was a 1 mm liner blue: around the edge of the trunnion itself. Otherwise, there was no abnormal wear of the femoral head or acetabular component. The stem appeared to be very solid, in great position and wellseated in the femur, with no signs of loosening. Extra bone growth was noted anteriorly. The cup appeared in great position and very solid in the bone. There were some small areas of erosion around the superior lateral aspect of the acetabulum, this was well seated, well ingrown, and very solid." The reported intra-operative findings are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed. A definitive root cause of the reported elevated test results cannot be concluded. Additionally, the explanted device was not returned for evaluation and it wasn't shown that the complaints were related to the device. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.